Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent or kinked. The download data from the pod did not contain any timeouts or drive stalls. The top housing was observed to be discolored. Once the housing was removed, corrosion was observed on the mechanism rails and the pcb. Inspection of the drive mechanism components found evidence of fluid ingress on the commutator cap. Initial attempts at downloading the pods data were unsuccessful and the battery voltages were measured to be lower than expected. The pod was connected to a power source and was the data was successfully able to be downloaded. Inspection of the download data found that an 0x3d alarm was generated by the pod during operation, indicating the step sensor was asserted before the wire was driven. During fluid path testing, fluid was observed to be leaking from a tear in the unexposed portion of the soft cannula. This resulted in the observed corrosion on the internal components and contributed to the 0x3d alarm.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: omnipod software app version: operating system: hardware: cgm sensor type: please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (back), the pod's cannula was found bent.